Event description:
It was reported that the user¿s ilet pump was not charging as expected, with the charger initially failing to produce a solid indicator light until the user moved it to a different outlet and reseated the pump; the device later reached approximately 71% charge and a replacement charger was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed the charger likely malfunctioned or had inconsistent power delivery, while the pump was able to accept charge once properly connected. It was concluded that the event was related to a charger performance issue rather than a device control failure.